Event description:
It was reported by the patient¿s relative that a health aide indicated that the implantable pulse generator (ipg) was running too fast. The patient had not been seen at the clinic. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.